Manufacturer narrative:
The customer did not have her products with her at the time of the call, so product info could be obtained. It's not possible to determine the manufacture date or 510k number w/o the meter/product info.

Event description:
The customer alleged that she performed a control test using her contour system and rec'd a result of 456 mg/dl. The normal control range could not be provided, but should be around 106-147 mg/dl. No adverse events were alleged. The customer did not have her supplies with her at the time of the call. Customer service attempted to contact the customer after the initial call, but they were unable to speak to her. No product will be returned.